Event description:
It was reported that, during a ventricular tachycardia ablation procedure, when the sphere 9 catheter was introduced into the sheath, the proximal electrode of the sphere-9 catheter was damaged. The electrode "failure" was demonstrated by an error on the system, noise on the electrode, and the electrode illuminating red on the system screen. The catheter was replaced and the procedure continued. It was further reported that on the mapping system the ekgs were unreadable during radiofrequency ablation, and there were mapping/therapy issues including lack of depth for intramural substrate with acceptable acute therapeutic pulsed field lesions not generated. As the case continued the mapping system began moving slower and slower. At one point when remapping it would take a considerable amount of time for this action to complete as well as issues creating multiple maps. Following the procedure, the patient developed heart failure with fluid overload, and the patient was treated with diuresis. Post-procedural anemia was reported with hemoglobin decreasing from 12.3 to 7.4. With concern for acute blood loss anemia without a localizing bleeding source; anticoagulant medication was stopped and a heparin infusion was started. Computed tomography (CT) of the abdomen/pelvis was negative for acute processes, and the hemoglobin stabilized during hospitalization. The patient had ventricular tachycardia recurrence overnight requiring anti-tachycardia pacing and developed transient shock requiring vasopressors, mechanical ventilation, pericardial drain placement, and transfer to the cardiac intensive care unit; subsequent imaging reported no evidence of cardiac tamponade and follow-up echocardiograms were described as reassuring. Device interrogation of the implanted cardioverter defibrillator/crt-d system was performed with the base rate changed to 90 bpm, and the device was re-programmed with detection set below the threshold. Echocardiograms reported left ventricular dilation, moderate-to-severe left ventricular dysfunction, lvef 30%, and moderate mitral regurgitation, and an electrocardiogram showed wide qrs with premature ventricular contractions and right bundle branch block. The patient was later successfully extubated, weaned off vasopressors, and had the pericardial drain removed. The persistent ventricular tachycardia required anti-tachycardia pacing and was treated with intravenous antiarrhythmic medication with subsequent stabilization on oral medication and no further ventricular tachycardia episodes. Implantable cardioverter defibrillator/crt-d system. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.